Event description:
It was reported that the pt underwent a single level lumbar laminectomy (level unk) with fusion and implants. The surgeon used a competitor interbody device. The surgeon was tapping over the guidewire when the tip bent in the bone; this was confirmed on x-ray. The guidewire for the screws was positioned, pulled and repositioned in bone. The surgeon attempted to remove the guidewire but the tip broke off and remained in the bone. Approx 1/2 cm of the tip broke off in the bone. The tip was removed. Another guidewire was used without further incident. The surgery time was extended approx twenty minutes. No additional pt complications were reported.

Manufacturer narrative:
(B) (4). The guidewire was discarded at the hospital. Imaging films were not provided. With the available info, a cause or contributing factor cannot be identified.